Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.

Event description:
During neurological assessment following the procedure, the pt began to show signs of neurological deficit, which was described as aphasia and diagnosed as ischemic stroke. The onset was sudden. A female was consented to the study in 2007. Medical history included cardiac arrhythmia, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, and hypertension. The index procedure was completed on the same day, and the pt was asymptomatic. The target lesion location was the left proximal internal carotid artery. There was an occlusion in the contralateral carotid. Reference vessel diameter was 6.0. Target lesion diameter stenosis was 80.0 with lesion length 20.0. Total length of stented segment was 40.0. Qualitative lesion calcification was described as moderate. Vessel tortuosity by visual inspection was mild. Geometry of the lesion was described as eccentric. The physician made access in the right femoral artery. An arch aortogram and a selective left carotid angiogram was performed. An angioguard distal protection device was advanced in position distal to the lesion with no technical problems. Pre-dilatation was performed with a 4x20mm balloon. The lesion was resistant to pta. A precise stent was inserted for treatment of the target lesion. There was no report of a stent malfunction. The stent was successfully placed. The angioguard device was removed. The final target lesion percent diameter stenosis was 30. The procedure was completed. Shortly after the procedure, the pt was confused but mentally well and was hemodynamically stable. The pt was then admitted to the coronary care unit for observation and anti-coagulation. The pt was discharged on five days later with clopidogrel and aspirin directed.